Event description:
It was originally reported the pt's pump sticks out of her body and was extremely uncomfortable. She wanted the pump removed. It was later reported that the pt developed pump pocket infection with tracking along the catheter. The pump and catheter were explanted.

Manufacturer narrative:
(B) (4).